Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 400 mg/dl after the device was not delivering insulin. The user managed the event by reverting to multiple daily injections until insulin delivery was confirmed to resume. No outside medical intervention was required.